Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that a nurse answered a patient's call bell and found that a 22 g x 1.00 in. (0.9 mm x 25 mm) bd nexiva¿ closed IV catheter system had been removed. Upon further evaluation of the catheter, it was observed that only a portion of the catheter tubing was attached to the hub. The patient received an ultrasound and an x-ray and the broken piece of catheter was visualized. The patient was then taken to interventional radiology and then to the o.r. And had surgery to remove the broken catheter. The vascular surgeon was unable to remove the catheter and went back to the o.r. The following day for another surgery to remove the broken catheter. Of note, the patient reported to the nurse that she accidentally cut the catheter with a pair of scissors while she was trying to trim her dressing.